Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump fell over a month ago. The insulin pump alarmed critical pump error. Customer's blood glucose level was not reported. After inserting a new battery the insulin pump did not respond. The device was not returned.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error alarm noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.